Event description:
The customer reported that the patient was said to be bleeding while in the recovery room after the procedure. No complications were noted during the procedure. Additional questions in regard to the incident have also been asked but the site has not provided any further details at this time.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.